Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation, moisture was found in the battery compartment with a leak. The battery compartment was cracked at the threads to the left side of the grip pad to the seal. The pump was opened to find moisture throughout the pump casing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked with moisture in it. This report is made based on results of investigation completed on (B)(6) 2018.